Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to charge up the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging could lengthen considerably. The battery was depleting its charge at a rate of 12 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Event description:
A report was received that the patient was unable to charge up the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge up the ipg. The patient will undergo an ipg replacement procedure.